Event description:
Consumer claims that she was using the heating pad behind her back while sitting in a chair. Her back, blanket and chair are burned. She went to the ER for her back but it was too busy so she went back home.

Manufacturer narrative:
The consumer has not returned the product and has not responded to our questionnaire. A follow up report, if applicable, will be submitted if and when additional information is received from the consumer.